Event description:
The resolute integrity drug-eluting stent failed to cross the lesion. During attempts to cross the lesion the stent became damaged. There was no patient injury reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Device or procedural images not provided for review. Device not returned for evaluation. Conclusion: inherent risk of procedure ¿ (stent deformation). Device not returned - no evaluation will be performed. (B)(4).